Event description:
It was reported by the patient¿s mother that the patient experienced pain immediately upon starting to use the pod on (B)(6) 2026. They continued using the pod due to a lack of extra pods, and they noticed that the patient¿s arm began to swell and their blood glucose (bg) levels were increasing. Specific bg values were not reported. As the arm became very red, by the second or third day, the pod began to come off, and the patient was taken to the emergency room (ER) for medical assistance on (B)(6) 2026. The patient¿s arm was described to be severely swollen, with the swelling extending into their underarm area. The pod was removed while at the emergency room, and the insertion site showed a large white bubble. The patient was diagnosed with an infection; an ultrasound was performed and the patient was prescribed antibiotics. The patient remained in the emergency room for approximately 4 or 5 hours and was released home that same day. Since there were no additional pods available, the patient is currently being treated with insulin injections via a pen. The pod had been discarded while at the emergency room.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient experienced pain immediately upon starting to use the pod. They continued using the pod due to a lack of extra pods, and they noticed that the patient¿s arm began to swell and their blood glucose (bg) levels were increasing. Specific bg values were not reported. As the arm became very red, by the second or third day, the pod began to come off, and the patient was taken to the emergency room (ER) for medical assistance on (B)(6) 2026. The patient¿s arm was described to be severely swollen, with the swelling extending into their underarm area. The pod was removed while at the ER, and the insertion site showed a large white bubble. The patient was diagnosed with an infection; an ultrasound was performed and the patient was prescribed antibiotics. The patient remained in the ER for approximately 4 or 5 hours and was released home that same day. Since there were no additional pods available, the patient is currently being treated with insulin injections via a pen. The pod had been discarded while at the ER.

Manufacturer narrative:
Updated b5 to include when the patient initially experienced pain.